Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose value was 314 mg/dl. Customer stated that they noticed the air bubbles during the therapy. Customer was allowed for insulin to warm to room temperature prior to filling reservoir. Customer was changed the set already. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).